Manufacturer narrative:
Product event summary # damaged instrument straight suction (9733449). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred outside of procedure. It was reported that the straight suction was difficult to verify. Additional information was provided that the suction appeared visibly bent and distance to divot was 2.4-3.6. The suction was able to verify after some "play" and putting it in the "right location," but this was never consistent. No patient present.